Event description:
Interrogation of the patient's device revealed a battery voltage of 2.59 v with a prolonged charge time of 21 sec, and a last capacitor formation date. Due to a prolonged charge time of up to 21 seconds, the patient was scheduled for an ICD change.